Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to a blood glucose (bg) level 23 mg/dl. The customer was treated with a warming tube and saline drip, and was released from the hospital the following day with no permanent damage. Reportedly, the pump basal rate was incorrect. The customer had inadvertently changed the pump basal rate settings. In addition, the pump time was inaccurate. Customer was unsure how the pump time became inaccurate. The pump basal rate and time were adjusted to be accurate.